Event description:
A customer reported experiencing a cartridge alarm 30 issue during the loading process, which warranted attention and corrective action. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed that the level did not exceed 500 mg/dl. As a resolution, the technical support team decided to replace the customer¿s pump due to a malfunction. A replacement pump was shipped, and no further action was required after confirming the order and providing tracking information.